Event description:
It was reported that this right ventricular (rv) lead had intermittent capture and elevated capture thresholds. This lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for investigation.